Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported a motor error alarm. They also reported that they were unable to rewind their insulin pump. The customer could not recall any significant events leading to the alarm. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received with stuck in the motor error loop during bolus and basal delivery. Insulin pump was unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.